Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-24268. It was reported that a patient presented in clinic with post sensed t-wave oversensing and post paced t-wave oversensing on the pacemaker. After further testing it was discovered that there was a possible fracture on the right ventricular (rv) lead which may have caused the oversensing issues. Diagnostic imaging was not taken to confirm lead fracture. The physician elected to make programming changes and the patient was in stable condition.